Manufacturer narrative:
Zimmer biomet complaint # (B)(4). Device not returned to manufacturer.

Event description:
The doctor reported that the patient was present with a loose abutment screw (mhlas). The doctor was able to retighten the screw.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). One zimmer replacement screw was returned for inspection . A visual inspection revealed signs of wear consistent with use at the threads, collar, and internal drive feature. The reported malfunction is not verifiable with the information provided. A device malfunction was unconfirmed following inspection of the returned device. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.